Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was at the emergency room due to high blood glucose of 599mg/dl, and she was treated with an insulin drip. The customer experienced nausea, vomiting, and excessive thirst. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarm. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.